Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that his wife's blood glucose went high so they when to the ER for treatment. The patient's blood glucose at the time of the ER visit was 497 mg/dl. The customer attempted to treat with the pump but her blood glucose would not decrease. Troubleshooting was initiated for the high blood glucose and to inspect the pump. Two tiny air bubbles were found in the tubing. There was also discoloration at the quick release. The husband declined to review the pump settings, and a high pressure test was not performed because they could not find their tubing clamp. The customer was advised to change the entire infusion set, reservoir and insulin and treat per health care provider's instructions. No products were shipped or returned.